Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a cuff repair procedure, after the healicoil screw was half way forwarded with the 2nd knob, it broke. The inserter was pulled out to remove the broken pieces, but a metal piece of the inserter was noticed in the joint. All the broken and metal pieces were removed. The distal part of the screw was secured in the bone, fixing the ultratape limbs. They used a microraptor knotless in order to secured all the suture limbs. The procedure was successfully completed without a significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.